Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that balloon rupture and vessel dissection occurred. The stenosed target lesion was located in the left anterior descending artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. The balloon was inflated at 20 atmospheres (atm) for 5 seconds, at 12 atm for 5 seconds, at 20 atm for 5 seconds and at 20 atm for 5 seconds. During the fifth inflation at 20 atmospheres for 5 seconds, the balloon ruptured and caused vessel dissection. The physician used another balloon catheter to treat the vessel dissection. The device was completely removed and the procedure was completed. No further patient complications were reported and the patient's status was stable.